Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the threaded tip of the hex bolt of the inserter fractured. The device is covered in bio-debris. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that during a procedure, the continuum cup inserter broke. No pieces fell in the patient and the procedure was successfully completed using another device. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00-8757-054-01 . Continuum cluster-hole shell, 54 jj lot number 65475177. 00-8852-011-36 continuum vivacit-e elevated liner, jj 36 x 54 lot number 65516483. 00-6250-065-30 bone screw 6.5x30 selftap lot number is j7378263. 00-6250-065-25 bone screw 6.5x25 selftap lot number is j7435442. 192012 echo por fmrl fpp nc 12x140mm lot number is 65767277. 650-0661 delta ceramic fem hd 36/0mm lot number is 3149160. 98-0001-000-21 pr prm st/tm cp/ve ln/cer lot number is unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device in process to return.